Event description:
Caller reported tandem mobi cartridge alarm during load process. There was no adverse impact to the customer¿s blood glucose level. Caller successfully reloaded their cartridge and resumed insulin therapy, resolving the issue.